Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer of no boot. The fse determined the cause of the problem to be the power supply. Fse replaced the power supply to resolve the issue. The fse verified system functionality. The power supply is a hardware component that supplies power to the system. It regulates the voltage to an adequate amount, which allows the system pcb's to run smoothly. The power supply is an integral part of the system and must function correctly for the rest of the components to work. Based on age of the system, manufactured before 2001, this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The 5vdc and 12vdc power supplies were evaluated and identified as requiring replacement. No conclusion can be drawn as further system analysis, testing or repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that the system failed to boot and exhibited a non-recoverable loss of system functionality. No patient serious injury or death was reported related to this event.